Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that muscle stimulation was felt around the pocket with the patient being paced at 7.5 v, 0.5 ms. The muscle stimulation was not felt by the patient at 2.5 v, 0.5 ms. The patient will be monitored.